Event description:
During implant, the right atrial lead (ra) had a low, out of range impedance value. The ra lead was explanted and replaced to resolve the event with no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures although shorting was noted due to damage found at the connector region which likely caused the reported event of low impedance. The damage found is consistent with procedural damage. The reported event of low impedance was confirmed.